Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during injection. The following information was provided by the initial reporter: material no. 320122, batch no. 9141562. It was reported that there was no insulin flow during injection. This pr records issue of clog on occurrence date of (B)(6) 2019. Verbatim: consumer reported, no insulin flow during injection. Stated, she was out and only had one pen needle on her. Stated, she had to wait 4 hours before she was home to take her injection. Stated, her numbers were high as a result of not getting injection. Stated, once she took her injection, her numbers were ok. Did not see a doctor. Stated, she always primes before use. Stated, it happened this morning, ((B)(6) 2019), no insulin flow when taking injection but once she used a second pen needle, it worked. Numbers were not high because she was able to get to a second pen needle immediately. Explained, will not replace product going forward without samples and evaluation results. Consumer has called in twice and reported issue with no insulin flow during injection and priming. Explained we need samples to evaluate and she should speak with her diabetes educator. Also, went over how to attached pen needles.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during injection. The following information was provided by the initial reporter: material no. 320122, batch no. 9141562. It was reported that there was no insulin flow during injection. This pr records issue of clog on occurrence date of (B)(6) 2019. Verbatim: consumer reported, no insulin flow during injection. Stated, she was out and only had one pen needle on her. Stated, she had to wait 4 hours before she was home to take her injection. Stated, her numbers were high as a result of not getting injection. Stated, once she took her injection, her numbers were ok. Did not see a doctor. Stated, she always primes before use. Stated, it happened this morning, ((B)(6) 2019), no insulin flow when taking injection but once she used a second pen needle, it worked. Numbers were not high because she was able to get to a second pen needle immediately. Explained, will not replace product going forward without samples and evaluation results. Consumer has called in twice and reported issue with no insulin flow during injection and priming. Explained we need samples to evaluate and she should speak with her diabetes educator. Also, went over how to attached pen needles.